Manufacturer narrative:
The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade with no intervention reported. During the middle of the procedure, the patient suffered a cardiac tamponade. Intervention was not reported. There was no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. It was also reported that the thermocool® smart touch¿ bi-directional navigation catheter would not bend to one side. Potentially infected sample. There was no information on how the issue was resolved. It was not clear what the caller meant by ¿potentially infected sample¿. Therefore, multiple attempts were made to obtain clarification. However, no further information has been made available. Since there was no indication that the packaging was damaged or sterility was compromised in any way, with the available information for the product, only a not MDR reportable deflection issue was assessed. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The cardiac tamponade was assessed as a MDR reportable serious injury. This event may be life threatening; might result in permanent impairment of a body function or permanent damage to a body structure; or required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure.

Manufacturer narrative:
The device evaluation was completed on 11/6/2020. It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter. During the middle of the procedure, the patient suffered a cardiac tamponade. Intervention was not reported. There was no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. It was also reported that the thermocool® smart touch¿ bi-directional navigation catheter would not bend to one side. Potentially infected sample. There was no information on how the issue was resolved. It was not clear what the caller meant by ¿potentially infected sample¿. Therefore, multiple attempts were made to obtain clarification. However, no further information has been made available. The device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. A cool flow pump and patency test were performed and it was found within specifications. The catheter was irrigating correctly, no irrigation issues were observed. Then, deflection test was performed and the catheter failed. A failure analysis was performed, and it was found that the t-bar slid down causing the improper deflection condition. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the t bar issue could be related to the design of the catheter. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).